Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be submitted if product is returned or additional information is obtained. The exact date the incident occurred is unknown. The date entered is per customer report of "(B)(6) 2017". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported unspecified reading issue with the adc freestyle libre sensor. The customer reported experiencing seizure and loss of consciousness, and received treatment from a healthcare professional. However, the customer reported she did not remember the treatment she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformities that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported unspecified reading issue with the adc freestyle libre sensor. The customer reported experiencing seizure and loss of consciousness, and received treatment from a healthcare professional. However, the customer reported she did not remember the treatment she received. There was no report of death or permanent injury associated with this event.